Event description:
Customer reported a hospitalization due to high blood glucose and diabetic ketoacidosis. The blood glucose reading at the time of hospitalization was 593 mg/dl. Customer stated the blood glucose reading was 200 mg/dl when she changed the infusion set, and climbed up to 400 mg/dl. Customer treated with 6 units and then 8 units of insulin but the blood glucose continued to rise. She then tried to change the infusion set again and noticed the cannula was bent. Customer stated she then had a hard time breathing and was taken to the emergency room, where she was treated with an insulin drip. Customer was not able to complete troubleshooting due to her condition. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.